Event description:
It was reportedd that during declot of a native fistula, basket became detached from catheter. A gooseneck snare was used to retrieve the retained piece. A new kit was opened to complete procedure. There were no associated patient complications reported.